Event description:
It was reported that the customer had a damaged insulin pump and a failed battery test. The blood glucose level was 14.8 mmol/l. Customer states the spring inside the battery compartment came off. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had a blank display due to broken battery tube spring. A corroded battery tube also noted. The analysis was unable to confirm failed battery test alarm due to blank display. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.